Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0phr3, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0pk01, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had high impedances show on the right system and this was discovered the week prior to the date of this report. The right extension was replaced on (B)(6) 2015 but this had not addressed the impedance issues so the right lead was changed out on (B)(6) 2015. It was noted that there was a fray at the end of the lead which was based on a visual inspection at the time of lead explant. The patient had come in for reprogramming of the right system on the date of this report. The implantable neurostimulator (ins) had been turned off for surgery and they were going to turn it back on the date of this report. Electrode impedance on the date of this report was between 302-3122 on the left side; c1 was showing high because it was over 2000 ohms. The right side impedance was between 1187-2342 ohms. The patient had not had any therapy issues on either side. There was an end of service (eos) message noted for the first time on the date of this report on the clinician programmer. No elective replacement indicator (eri) was seen by anyone to the healthcare professional¿s knowledge. A longevity calculation was done to estimate the ins battery life; based on left at 2+1+0-, 2.6v, 200us, 240hz, 1641 ohms and the right at 11+10-9+8+, 3v, 220us, 240hz, 410 ohms longevity was 7/10 months. Reason for removal was not normal battery depletion. The device had been used in the patient for treatment and there was no patient death. They were unable to get right side therapy impedance because they were unable to program a voltage on the right side due to the eos status of the ins. The high impedance was prior to the extension and lead replacements and the high impedance on the left side was measured on the date of this report. The ins was explanted on (B)(6) 2015 and replaced. Post-operative impedances were within normal range and the patient was getting good stimulation post-operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found the battery at normal end of life. The telemetry and output was okay with no significant anomaly. The returned ins was connected to two known good extensions and two known good leads and the impedances were measured. There were good impedances on every electrode pair.